Event description:
In 1/95 rptr started having difficulty breathing, asthma attacks, rhinitis, severe caughing day and night. So severe pt was unable to work for 2 months. Watery eyes, sneezing, loud, audible wheezing. Nasal passages completely occluded. Could not lie down and sleep at all. Coughing so strong had no control of bladder, incontinent of urine. Latex allergic discovered 12/95 by dr. Pt is still using inhalants daily; on prednisone prn and allergy injections monthly.